Event description:
During a ptca/stent procedure, the stent was being deployed at 8 atm, when the guiding catheter jumped and caused the stent to dislodge from the balloon. The stent was not opposed to the vessel, so the balloon was re-inserted and inflated in an attempt to remove the stent. The stent delivery system (sds), the stent, and the guiding catheter were retracted together; however, the stent was lost and was lodged in the iliac. The stent was removed with a snare and there were no pt effects.